Manufacturer narrative:
(B)(6). Medical records were reviewed by post market surveillance staff. Medical records revealed the patient was treated in an outpatient setting for peritonitis prior to the hospitalization for a blood transfusion. Medical records reveal the hospitalization was unrelated to the patient¿s peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the hospitalization. The medical records indicated the patient has been very non-adherent with peritoneal dialysis missing at least half her peritoneal dialysis treatments and often cutting short the treatments that she does perform. In addition, the patient also has not been keeping her appointments with her pdrn and does not respond to phone calls from them. Physician has noted patient¿s non-compliance in the medical record and listed non-adherence to the diagnosis list. There was no documentation in the medical record that indicated the liberty cycler malfunctioned. There was no documentation in the medical record that indicated the cause of the peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the peritonitis.

Event description:
Medical records were provided by the patient's dialysis center. This (B)(6) female peritoneal dialysis (pd) patient presented to the hospital on (B)(6) 2016, at the suggestion of her primary care physician due to low hemoglobin levels. At the hospital, the patient stated she had nausea and vomiting for the past two weeks and was unable to keep food down the past few days. The medical records stated the cause for the vomiting and nausea was likely due to candida esophagitis that had been diagnosed one month earlier. The patient was taking diflucan prior to admission. The patient admitted to bloody stool two days before. It was discovered the patient was being treated for a pre-existing peritonitis that started about (B)(6) 2016. The patient was administered intraperitoneal antibiotics. During the patient's hospitalization, the patient was administered 1 unit packed red blood cells. According to the peritoneal dialysis registered nurse (pdrn) the patient contacted her on (B)(6) 2016 reporting cloudy effluent during treatment. The patient was requested to come into the clinic on (B)(6) 2016 and was diagnosed with peritonitis. According to the pdrn, fluid culture results showed no growth but exhibited an extremely high white cell count. The pdrn indicated the peritonitis was due to touch contamination, where the patient was non-compliant with her peritoneal dialysis treatments and did not practice and lacked proper aseptic technique during treatments; such as, hand washing or donning a mask. The pdrn confirmed the patient was not hospitalized and was treated in-clinic with vancomycin. There were no fluid leaks reported during treatment or prior to infection.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Upon review of the medical records received for this peritoneal dialysis (pd) patient it was discovered the patient developed peritonitis on (B)(6) 2016. Follow-up was made with the patient's peritoneal dialysis registered nurse (pdrn), who confirmed the patient contacted her on (B)(6) 2016 reporting cloudy effluent during treatment. The patient was requested to come into the clinic on (B)(6) 2016 and was diagnosed with peritonitis. Per pdrn the fluid culture results showed no growth but exhibited an extremely high white cell count. The nurse indicated the peritonitis was due to touch contamination, where the patient was non-compliant with his peritoneal dialysis treatments and did not practice and/or lacked proper aseptic technique during treatments. The patient did not wash their hands and did not don a mask. The patient was not hospitalized and was treated in-clinic with vancomycin. No fluid leaks were reported during treatment or prior to infection. The patient¿s signs and symptoms of abdominal pain and peritonitis have resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.